Event description:
It was reported that the pt experienced a lead fracture and had the entire neurostimulation system removed within one year of implantation. The leads were explanted and not replaced. The health care provider reportedly stated that the pt had a "loose spine". Add'l info has been requested from the hcp, but was not available as of the date of this report.